Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. The device was reprogrammed successfully. The patient condition was stable.